Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported event appears could not be conclusively determined. Potentially, procedural circumstances (implant depth) contributed to the event, however, this could not be confirmed. The reported surgical intervention is the result of case-specific circumstances, as a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vison valve was chosen for implant using a small flexnav delivery system. The length of the membranous septum was 5.2mm and there was no calcification present extending beneath the aortic annular plane in the interventricular septum. During the implant there was no changes in the patients intrinsic rate. The valve was successfully implanted at a depth of 3x3mm. Post procedure the following day, the patient had a heart block. The patient received a pacemaker and required an extra day for that. The patient was reported stable.